Event description:
Previous medwatch submission reported rupture. Upon further information, abbvie medical safety has determined that the event of rupture did not occured event is no longer reportable.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.